Event description:
It was reported by dealer that they have not seen the tdxsp-cg power chair but states that the end user claims that while riding along the chair is randomly stopping. The end user states that there is no error codes on the joystick, but they have to power cycle the device in order to get it to drive again. The end user also states that the device is tilting back on its own. The dealer states that the recall joystick was replaced on (B)(4) 2014.